Event description:
Intuitive xi instrument maryland bipolar forceps were opened, inserted into the robot for the case and the surgeon refused to use them stating that the tips were misaligned. It was removed from the robotic arm, and a new instrument was opened and used to complete the case.